Manufacturer narrative:
(B)(4). The lead passed all the electrical tests and visual examination found damages to outer insulation consistent with damages that occurred during the explant procedure.

Event description:
It was reported that low impedance and inadequate capture was observed on lead. The lead was replaced and the patient's condition was good after the procedure.